Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported by an article published by hunterbrook media, that the patient was found unresponsive by her roommate. The patient woke up in an ambulance to the sound of emts yelling, rushing to save her life when the g7 failed to connect to her (unspecified) automated insulin pump. The glycemic state was not disclosed. An account with the same name who uses a tandem t slim in modified closed loop was located; however, technical support was unable to confirm this was the same person. There was no additional details provided. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.